Event description:
The belmont rapid infuser had infused 8 units of blood product when it started to become very hot and started smoking. It was immediately shut off and unplugged. FDA safety report ID# (B)(4).